Event description:
It was reported that this electrode exhibited over-sensing of noise, changes in morphology, resulting in a untreated episodes and inappropriate shock. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for device troubleshooting including provocation testing and programming options. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.